Manufacturer narrative:
The technician pulled up on the head section to raise it. The head section was functioning properly.

Event description:
Information received indicates the head section is stuck in the low position.